Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. A shutdown was attempted, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist (tss) reviewed the device status and identified that the device had stopped communicating with the server due to a network-related issue, likely associated with domain name system resolution. The tss observed that the device had not reconnected since the last recorded reboot and proceeded to restart the device. The tss confirmed that, following the restart, the device began synchronizing and reestablished communication with the server. The tss further determined that the restart allowed the system to obtain updated domain name system information, which resolved the connectivity issue. The system functioned as intended after technical support specialist troubleshot the device.